Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5100997) on (B)(6) 2021. The most recent information was received on 09-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline, ibuprofen and venlafaxine hydrochloride (efexor). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), headache ("headache"), systemic lupus erythematosus ("lupus"), fatigue ("chronic fatigue"), nausea ("nausea"), alopecia ("lost my hair") and autoimmune disorder ("several autoimmune diseases"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache, systemic lupus erythematosus, fatigue, nausea, alopecia and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for alopecia, autoimmune disorder, fatigue, headache, nausea, pelvic pain and systemic lupus erythematosus with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. The seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5100997) on 12-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline, ibuprofen and venlafaxine hydrochloride (efexor). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), headache ("headache"), systemic lupus erythematosus ("lupus"), fatigue ("chronic fatigue"), nausea ("nausea"), alopecia ("lost my hair") and autoimmune disorder ("several autoimmune diseases"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache, systemic lupus erythematosus, fatigue, nausea, alopecia and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for alopecia, autoimmune disorder, fatigue, headache, nausea, pelvic pain and systemic lupus erythematosus with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events the seriousness criterion disability/permanent damage was reported, but not specified or assigned to one of the events" quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.